Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect total b-hcg result for a 24 year old female patient. The following data was provided: on (B)(6) 2025, sid (B)(6): initial result = 378.798 iu/l, repeat testing was negative twice the patient was redrawn twice, and both results were negative. No impact to patient management was reported.

Manufacturer narrative:
The field service representative inspected the architect i1000sr processing module, serial number: (B)(6) and replaced multiple parts, including the arc, probe due to buildup on top of the pipettor probe, resulting in crash sensor assembly getting stuck. The replacement of the arc, probe resolved the issue. The service history of the (B)(6) verifies no subsequent discrepant patient result issues have been reported since the current issue was identified. A review of tracking and trending of the architect i1000sr processing module did not identify an increase in complaint activity associated with the complaint issue. A review of tracking and trending for the arc, probe did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i1000sr processing module, serial number: (B)(6) the arc, probe was identified.

Event description:
The customer reported a false positive architect total b-hcg result for a 24-year-old female patient. The following data was provided: on (B)(6) 2025, sid: (B)(6): initial result = 378.798 iu/l, repeat testing was negative twice. The patient was redrawn twice, and both results were negative. No impact to patient management was reported.